Event description:
The balloon was inserted under fluoroscopy without incident. Three days later blood was noted to be leaking at the hub of the central lumen arterial connection. The central lumen connection was capped off. The balloon was discontinued 2 days later with no further complications. The balloon was sent to MFR for further investigation.